Event description:
Patient presented to the physician with pain due to the ipg moving within the pocket. Physician brought the patient into the or, placed the ipg in a tyrx pouch, re-sutured, and closed the incision.